Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2367 during therapy on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle the power to press go to start, then instructed the hp to disconnect and remove the cassette. The tsr assisted the hp to clear the alarm and advised to contact the nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.